Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
New information was received that a chest x-ray was taken and showed no evidence of fracture. This patient also exhibited a syncopal episode as a result of this lead issue. At this time, it is unknown if the lead remains in service.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds, noise and oversensing. These issues led to pacing inhibition. This lead was surgically abandoned and the device was replaced at the same time to avoid an additional surgery in the future. To date, there have been no additional adverse patient effects reported.